Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 594 mg/dl. Customer's blood glucose at time of call was 525 mg/dl. During troubleshooting, found the cannula was bent. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.